Manufacturer narrative:
D4: lot # correction from 16518073 to 21518073. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed for the previous six months from open date and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not available for return and further evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. An asp field service engineer inspected the sterrad® 100s sterilizer and confirmed the unit was working within specifications. Upon follow-up, customer reported that the bi was used as a sterrad® processed (test) and processed in the standard cycle which completed. The bi was incubated for 24-72 hours in an asp incubator at 55°-60°c. The bi was processed in a single tyvek® pouch and placed on the bottom shelf in the back of the chamber. The previous and subsequent two bis were negative. The customer indicated that tape or a label was placed over the cap holes prior to processing and the cap was depressed prior to processing. The bi was crushed after processed and the ci disc changed color correctly. The affiliate confirmed that the issue occurred due to human error as the person who processed the bi was a new employee and did not check if the bi was closed. The likely assignable cause is due to user error. The customer indicated the cap was pressed down prior to processing. The customer will be reminded to follow the instructions for use (IFU) in regards to the processing error and will also be advised to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physicians to address the released load. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Concomitant medical products: sterrad® 100s sterilizer, serial # (B)(4). (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.